Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This issue occurred with 2 lenses. This report references lens 2 of 2. Reference MDR# 1313525-2015-00881 for lens 1 of 2.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.